Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas 6000 e601 module. The initial result was 98.41 ng/l. On (B)(6) 2025, the sample was repeated and the result was 9.90 ng/l. The sample was repeated again, and the result was 10.29 ng/l.

Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. It was noted that hardware maintenance was overdue, and the measuring cell's lifetime threshold had been exceeded. Due to the lack of information, the investigation did not identify a specific cause of the event. The investigation did not identify a product problem.